Event description:
During a scheduled routine maintenance, it was reported that the ventilator's turbine was not engaging and there was no flow. The ventilator was not connected to a patient when the reported problem occurred.